Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient alleged that the self-adhesive of the infusion set does not stick enough. The infusion set has fallen off of the patient and the patient is unaware of how long she went without receiving insulin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.